Event description:
Additional information received from the company representative reported that as a result of the motor stall, the patient had not been feeling well and was hospitalized for withdrawals. The patient had been receiving dilaudid, bupivacaine, and clonidine in their pump.

Manufacturer narrative:
Product analysis #707561417: analysis information -- 2025-03-19 12:33:52 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified residue on the gear pinion of the motor gear train. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider and company representative (rep) reporting that the company rep had been trying to get additional information from the office and the patient's tablet unsuccessfully since they saw the patient in the office (B)(6) 2025. The stall occurred in the evening and pump was still in motor stall unless it was covered and no one had shared any additional information with the company rep. The cause was unknown as patient denied magnetic resonance imaging (MRI) or any other scans. The patient denied holding phone/tablet/ipad or computer over pump. Dye study was done (B)(6) 2025 and the catheter was cleared easily so the plan by the healthcare provider (hcp) was simply replace the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain and failed back surgery syndrome. The pump was used to deliver fentanyl, clonidine, and bupivacaine. Dose and concentration information was unknown. It was reported that the patient went to use the personal therapy manager (ptm) on the night of (B)(6) 2025 and got a code 100. Technical services reviewed that this indicated a pump motor stall. Per the reporter, the patient did not have magnetic resonance imaging (MRI) on (B)(6) 2025. Patient services advised the caller to have the patient see the healthcare provider (hcp) to have the pump interrogated and reviewed considerations and causes of pump motor stalls. The caller was not with the patient at the time of the call. Additional information received later on (B)(6) 2025 indicated that the reporter was able to see the patient and read the pump. The motor stall was still active with no recovery. The hcp programmed the pump to minimum rate and they were supplementing with oral medication. The patient was starting to feel flu-like symptoms. They planned to get the patient on the surgery schedule to get the pump replaced and the pump would be returned for analysis. Pump logs showed another motor stall in the evening on (B)(6) 2024 but it recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that as a result of the motor stall, the patient had not been feeling well and was hospitalized for withdrawals.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.